Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported peeled polymer was unable to be confirmed, however there was noted small black strands of material which fourier transform infrared spectroscopy analysis confirmed was a type of cellulose such as from a cotton ball or lens cleaner fiber. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two whisper guide wires referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an unknown lesion. When the 014 whisper extra support guide wire was unpackaged and wiped down, the physician noticed tiny black particles on his glove. It was confirmed that the guide wire was not introduced into the patient's anatomy. Two more whisper guide wires from the same batch were inspected and the same problem was identified. There were no patient effects. No additional information was provided.